Event description:
It was reported that the was an atrial lead warning for low impedance and high threshold. It was also reported that the device was at eri (elective replacement indicator) at a voltage above the eri voltage trigger point, with premature depletion being alleged. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.